Event description:
It was reported that during an indirect decompression spacer implant procedure, the implant broke sustaining damage to the spindle cap. It was confirmed that the event occurred during application of the sagittal wiggle. The implant was properly connected to the inserter at the time, however, there were osteophytes in the patients anatomy that caused resistance during deployment of the device. The procedure was completed successfully with another implant of the same size and there were no patient complications. The broken implant will not be returned as it was disposed by the medical facility.